Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult grasping and difficult capturing leaflets were due to procedural circumstances. The cause of the reported clip caught in anatomy and tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Imaging was difficult. A xtw 40306r2120 was chosen for implantation. Grasping and capturing were difficult. During grasping attempts the clip became entangled in the anatomy but was removed with standard troubleshooting. The clip was eventually placed in an adequate position, however a perforation near posterior arm of the clip was observed. The clip was deployed and a second clip was implanted to stabilize and further reduce mr. The procedure ended with mr reduced to grade 2.